Event description:
Per the audiologist, in 2008, the pt's mother reported pain, swelling and infection at the implant site. Reportedly, the problems had started four days prior but when the site was examined, the extent of the infection indicated otherwise. The flange fixture with abutment came out during the examination. There were no previous reports of pain or problems prior to the loss of the fixture. Info on replacement of the fixture had not been reported at the time of this report, 07/24/08.

Manufacturer narrative:
This type of event is addressed in the device labeling.